Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and to provide the completed investigation. One used 6f angio-seal vip device was returned for product evaluation. The carrier tube assembly was mated with the hemostasis sheath. No other accessory components were returned for analysis. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The carrier tube assembly and hemostasis sheath were cut at the proximal end and received into two pieces. The anchor and collagen were not returned for analysis. No other anomalies were noted with the device. The tensioner was removed from the device cap. Several turns of suture were still present on the tensioner and the suture was still tethered appropriately. There was no difficulty unwinding the suture from the spool. There was excessive blood like substance noted on the suture which may have possibly caused the suture mechanism to malfunction. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, the suture was unable to release upon pulling the device back, it is likely that the excessive blood-like substances present within the carrier tube or tamper tube led to the lock up of the suture. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device green tamper tube did not expose during deployment. The tech had to cut the sheath to expose the tube and tampered to a successful close. The patient was reported to be in stable condition. The procedure was a successful closure.